Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and confirmed the reported image issue. The customer's glidescope spectrum smart cable was first connected to a known, good, verathon test monitor and test video baton 2.0, and the image was reported as stable and clear. The verathon technical services representative then connected the smart cable to a known, good, verathon test monitor and test single-use blade and observed no image on the screen. The camera image quality test was performed and failed. The verathon technical service representative attributed the image issue to the smart cable. Upon completion of the evaluation, the customer's glidescope spectrum smart cable was scrapped, as the smart cable had already been replaced and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would intermittently disappear when the cable was manipulated or pressed hard. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.